Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received the alarm when she changed her infusion set and primed the tubing. The customer dropped her pump and her husband glued it back together with (B)(6). The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.